Manufacturer narrative:
The reported complaint of the autopulse platform (serial #(B)(4)) displayed "system error, out of service, revert to manual CPR " upon powering on was confirmed during initial functional test and archive data review. The investigation findings revealed the parameters in backup memory (non-volatile ram) was corrupted. Therefore, the root cause of the error message was due to a defective processor board as a result of a defective component. The reported loud clacking sounds from the autopulse platform was not confirmed during functional testing. During visual inspection, no physical damage was observed on the autopulse platform. During archive review, system error latch 136 (invalid parameters corrupted) was recorded, thus confirming the reported complaint. The parameters in backup memory (non-volatile ram) have been corrupted (checked during power-on self-test) due to a defective processor board). The processor board needs to be replaced to remedy the system error. The initial functional test failed due to returned autopulse platform displayed "system error, out of service, revert to manual CPR" error message during power on. Thus, confirming the reported complaint. Waiting for service repair to be completed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
Upon receipt of the device, customer reported that the autopulse platform (serial #(B)(4)) displayed "system error, out of service, revert to manual CPR " upon powering on. In addition, the platform makes loud clacking sounds. No patient involvement.